Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 897 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test and the customer didn't have the tubing clamp for the high pressure test. The reservoir volume did not match the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.